Manufacturer narrative:
(B)(4). A paper lid and a winding former with an un-dispensed suture of product code j503 were returned for analysis. During the visual inspection of the sample, the suture end presents a correct impression of the swage area and enough insertion, however the suture was trapped in a door of the relay tray and due to this condition, the needle was pull off the suture. The manufacturing records couldn't be reviewed as the batch number is unknown. According the sample conditions, the assignable cause of the performance pull off - suture needle, was caused by trapped suture.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture separated from the needle. Another like device was used. There were no adverse patient consequences reported. No additional information was provided.